Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, when the harmonic device was used to separate the conglutinate tissue around the device, a part of the device was melted. The device was not broken and no pieces were left in the pt body. The doctor commented that the blade did not touch the device. The device was used as-is to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.